Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported compact plus blood glucose results of 16.2 mmol/l, hi, which on the system indicates a result in excess of 33.3 mmol/l, and 8.1 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.